Event description:
This procedure is part of the (B)(4). Three days after the silverhawk procedure was performed, a pseudo aneurysm was reported. This was treated with angioplasty and a stent to the target lesion. No injury to the patient reported.

Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event.